Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It should be noted that the electronic perclose proglide instructions for use (IFU) states: if blood marking does not stop or significantly change, evaluate the angiogram for device position in the vessel, vessel size, calcium deposits, tortuosity, disease and for location of the puncture (ensure the footplate is not in bifurcation or side branch). Reposition the device to stop blood marking. Alternatively, reinsert the guidewire, remove the device to hold manual compression, insert a new device or a new sheath; in this case, it is unknown if the reported IFU violation contributed to the reported difficulties. Based on the information provided, a definitive cause for the reported difficulty could not be determined. Factors that contribute to bleed back from the marker lumen did not stop, include, but not limited to, device not properly positioned in the vessel, vessel size, calcium deposits, tortuosity. In this case, it is unknown if the reported IFU deviation contributed to the reported difficulties. The subsequent treatment appear to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event has been estimated. H6: medical device problem code: 2017, failure to follow steps / instructions.

Event description:
It was reported that a venotomy closure of the common femoral vein was attempted with a proglide device relative to a cardiac ablation procedure. Reportedly, the foot was opened and apposition to the vessel was felt, however, bleed back from the marker lumen did not stop. Device deployment continued, and the knot was advanced to the vessel wall and tightened; however, hemostasis was not achieved. A non-abbott device and a figure 8 stitch were used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.